Event description:
The user facility reported that the locator/insertion sheath of the angio-seal device involved was attempted to be inserted into the artery; however, the assembly was difficult to be advanced and eventually the proximal portion of the assembly kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician stated that there was calcification around the puncture site; however, the physician thought the calcification was not problematic and decided to use the device. As a result, the physician was unable to use the device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, and no medical or surgical intervention was required. No equipment or other devices were used with the involved product.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits; however, there is an increase in occurrence level. An action item was opened to address the issue and has been sent to the new product development (npd) quality team.